Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk of the host pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use for a coronary planned non-emergency treatment and the procedure was completed as planned. However, no patient or user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log file showed host-pc did not startup in the previous system start. Fse replaced the disk of the pc host and reinstalled the ghost image. The fse restarted the system and performed several functional tests. After that the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.